Manufacturer narrative:
The following items were provided by the customer for investigation: 1 used list #mc33332, 128" (325 cm) appx 9.3 ml, transfer set w/microclave® clear, dual check valve, smallbore bifuse ext set w/microclave® clear (green ring), 0.2 micron filter, rotating luer; lot #unknown. 1 used, manufacturer unknown, blue tubing extension set w/ drip chamber; lot #unknown. The used transfer set was connected as a mating device to a non-ICU medical pump set with an inline filter. As received, internal damage was observed in the filter membrane of the mating device. The used transfer set was tested and the solution flowed as expected; there was no occlusion through the dual check valve or the microbore tubing observed. The mating device was tested and when the solution tried to pass through the filter vent, no flow beyond the filter vent was observed. The customer's complaint could not be confirmed or replicated on the ICU medical device. D9 - date returned to mfg: 14aug2023.

Event description:
Additional information was received from the customer on 16-aug-2023 to update the product involved as 128" (325 cm) appx 9.3 ml, transfer set w/microclave® clear, dual check valve, smallbore bifuse ext set w/microclave® clear (green ring), 0.2 micron filter, rotating luer.

Event description:
The event involved a 27" (323 cm) appx 9.9 ml, transfer set w/microclave® clear, dual check valve, smallbore trifuse ext set w/2 microclave® clear (yellow, green rings), 1.2 micron filter, 2-0.2 micron filters, rotating luer. It was reported that the bifuse extension set encountered an occlusion alarm but only when a medication was being infused via the dual check valve lumen of the set. No defects were noted on the tubing set before it was used. A medication was used in the event, and it was reported that it was not a chemo drug. The issue occurred for the first time. The invasive procedure was not provided or not applicable. The following troubleshooting was performed on the device by the complainant: flushed the IV, it was patent. Changed syringe pumps, no difference. Increased pressure alarm limit to high, still rang off occluded. Infused the medication at a slower rate, still rang off occluded. Changed to a new bifuse, and there were no more issues. There was no unexpected or prolonged care and no harm reported as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.